Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent revision surgery on the left ankle. The ankle required fusion. The exact reason of the revision surgery was reported as unknown, but the patient was missing the talus which was present in the previous surgery when the implants were placed on (B)(6) 2016. It was stated the talus bone had completely deteriorated to the point where it was absent in the patient. During the revision surgery, a variable angle medial distal tibia plate, 2.4 mm lcp y-plate, and 11 unknown screws were removed successfully and intact. The patient was revised by fusing the ankle. The procedure was completed successfully. Patient outcome or surgical delay was not provided for reporting. This report is for one (1) 2.4mm lcp(tm) y-plate 3 holes head/7 holes shaft. This is report 2 of 3 for (B)(4).